Event description:
It was reported that this right atrial lead exhibited oversensing on the right atrial channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.